Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, customer is using cold insulin, reusing residual insulin from used cartridge. Clinical support informed customer that using cold insulin, reusing residual insulin is off label per the tandem user guide. Customer changed infusion set to address the issue. Customer's blood glucose was 142-196 mg/dl

Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: residual insulin remaining in the cartridge is unusable. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.